Manufacturer narrative:
Product event summary: the device, flexcath advance sheath 4fc12 with lot number 31822-70, and data files were returned. Data files show no issues during the procedure. Visual inspection of the sheath showed the shaft was intact with no apparent issues. Air aspiration was not reproduced when a test balloon catheter was introduced through the sheath. Dissection revealed an intact hemostatic valve. In conclusion, the reported issue of air aspiration/ingress was not able to be reproduced. The product passed the returned product inspection.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure air bubbles were visible via the trans esophageal echo (tee) after insertion of the sheath in the left atrium; associated st segment elevation on electrocardiogram (EKG) was also observed. The sheath was replaced. It was additionally reported that the balloon catheter y connector port broke when using the push button. This occurred after the air ingress and the balloon catheter was not introduced in the sheath when air was observed. The procedure was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.